Event description:
On (B)(6) 2009, the patient reported, he received an a2 (low battery) alert on his insulin infusion device this morning after his device was dropped into water. He inserted a new battery and he then received an e7 (electronic error). He said he could not clear the e7 by inserting a new battery. The patient was advised to switch to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.